Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving an inappropriate shock due to noise. Increased pacing impedance and high threshold were observed on the right ventricular (rv) lead. During the replacement procedure, the atrial and rv leads were noted to be dislodged. The atrial and rv leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2938836-2018-02656.